Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, this type of teflon pad damage is consistent with the continuous activation of the device without any tissue in between the grasping section and probe. If additional info or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic bilateral salpingo-oophorectomy procedure, a seal time out error message occurred. Additionally, the teflon pad became partially detached from the upper jaw section of the device (exposing metal) while the physician was sealing the infundibulopelvic (ip) ligament. There was no patient injury reported. The procedure was successfully completed using a different but similar device.